Event description:
It was reported that, "during a pkr case instruments jammed and locked up inside each other."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.